Event description:
It was reported that: "as reported by field clinical specialist, the manta was being used to close the rfa. After deployment unable to get hemostasis. Attempted to balloon tamponade unsuccessful. Md decided to cut down the rfa to repair. Patient in recovery in stable condition. The patient was alive at the end of the procedure. The valve was successfully implanted. There was no central leak. The initial reporter (e.g., physician, nursing staff) did not allege the ew device was deficient in any way. There was no allegation the (B)(6) sheath negatively interacted with the manta device.

Manufacturer narrative:
(B)(4). Full UDI not available as the lot# was not provided by the customer. No return product evaluation could be completed as the device was not returned for investigation. As no lot number was reported, the device history record review could not be completed. The complaint was received through medwatch. Due to lack of further information or response received regarding this complaint, the root cause remains undetermined. The risk documentation review identified this to be a known risk of device, and the severity did not exceed the expected levels. No product quality issues related to manufacturing, documentation, or labelling were identified. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). Full UDI not available as the lot# was not provided by the customer.

Event description:
It was reported that: "as reported by field clinical specialist, the manta was being used to close the rfa. After deployment unable to get hemostasis. Attempted to balloon tamponade unsuccessful. Md decided to cut down the rfa to repair. Patient in recovery in stable condition. The patient was alive at the end of the procedure. The valve was successfully implanted. There was no central leak. The initial reporter (e.g., physician, nursing staff) did not allege the ew device was deficient in any way. There was no allegation the (B)(6) sheath negatively interacted with the manta device.